Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the server had failed to communicate with the dispensing devices, care fusion network needs to be added, and application pool had to be disabled. A technical support specialist (tss) reached out to the customer and identified that the log on as a batch job permission was not granted to the carefusion service account. The customer was advised to add the carefusion service account and provide full permissions, which needed to be completed on the customer side. Case closure was confirmed through email based on this guidance and proceed to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had server not communication with dispensing devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 and h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, had server not communication with dispensing devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes no findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ es server, had server not communication with dispensing devices. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.